Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on ((B)(6) 2016), a neonatal patient with hypoxic ischemic encephalopathy (hie) was admitted. Upon admission, the arctic gel pad was placed on the patient for active cooling. However, the pad started leaking at the lower left hand corner (white side up) within 2 minutes of starting therapy. So the health care professional (hcp) had to change the pad to a different lot number (k15d2701); no further leaks were reported. There was no reported patient injury.